Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and the reported condition was not reproduced. A review of the event history log revealed multiple occurrences of system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor was out of specification, and could not be calibrated. This was determined to be the cause of the condition. The upstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.